Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis was unable to be performed and the device was noted to have triggered elective replacement indicator (eri). It was advised to replace the device promptly. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.